Manufacturer narrative:
The pump was received with unresponsive buttons due to cracked keypad traces. No button error alarms were noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, customer was attempting to bolus and the buttons on the insulin pump weren't responding. Then a few minutes later the device had alarmed button error. Customer's blood glucose was 181 mg/dl. Customer was unable to clear the alarm. Customer agreed to return the device for analysis.